Event description:
Complainant alleged that while treating a (B)(6), male patient for atrial fibrillation, the device successfully shocked once in synchronized cardioversion mode at 150 joules. The device then switched out of synchronized cardioversion mode and shocked the patient at 200 joules. The patient converted to ventricular fibrillation and becaome pulseless. Complainant indicated that attempts to resuscitate the patient were unsuccessful and the patient was pronounced deceased approximately thirty-five minutes later. Complainant indicated that subsequent testing of the device was unable to find any device problem.

Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical. The customer was contacted as part of the investigation and stated that the malfunction was a result of user error. After the first synchronized discharge of energy, the device was not put into sync mode prior to delivering the second shock during cardioversion. The device was sent to the facility's biomed department and passed all testing. The device was returned to clinical use and was not returned to zoll medical for evaluation.